Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per the tandem user guide, "make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations."

Event description:
It was reported that the pump was dropped and the touch screen became shattered and unresponsive. Customer did not have alternate insulin therapy. Subsequently, blood glucose (bg) elevated to 482 mg/dl. Customer went to the emergency room and was treated with intravenous insulin drip and elevated bg resolved. Customer was discharged after 5 hours and bg's were 300 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.